Event description:
It was reported that the insulin pump had a broken screen and the operation of the device was not possible. The customer's blood glucose was unknown. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass, minor scratched lcd window, and cracked reservoir tube lip. (B)(4).